Manufacturer narrative:
Findings: pump received with stripped battery coin slot (p). Pump received with blank display due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had an issue removing the battery cap on the insulin pump. Customer was using a nickel to remove the battery cap. Customer's blood glucose level was 109 mg/dl. Customer stated that the battery cap was stripped and cannot hold a quarter. Customer was advised to discontinue use of the pump if the battery is low. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.